Event description:
Dealer stated that when the joystick gimble for a tdxsp-mcg power chair is pressed backward it will intermittently work, it will go then stop then go again, same thing when in the tilting position..